Manufacturer narrative:
Continuation of concomitant medical products: product ID 97745, serial# (B)(4), product type :programmer; product ID m995402a001 lot# nlh131675n ;product ID 97755 , serial# (B)(4), product type :recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the pt had issues with charging their implant. Pt said that the issues started with their controller screen freezing and said that no buttons on the controller would work when the screen would freeze while charging their implant. Pt said that they barely move the recharger and lose connection with their implant to charge. Pt said they also have a hard time finding the device for charging. Pt said that sometimes it took them 30 minutes just to find the device for charging the implant. Pt said the past two days they cannot find the implant to charge. Pt said they were able to connect to charge their implant for about 5 minutes and then the lost connection. Pt said the implant battery will not increase in charge and is critically low. On the call, the pt wasn't able to connect to charge. The issue was not resolved. An email was sent to the repair department to replace the recharger. No symptoms were reported. Additional information received from the patient. It was reported that the patient received the recharger but they were unable to connect to the implant; they were receiving the passive recharge screen and they completed the passive recharge process several times and were unable to get to the normal recharging screen. The patient was assisted with resetting the controller and reconnected to the ins with the recharger and they continued receiving the passive recharge screen. It was reviewed that the ins might need to be reset and it was recommend that the patient consult with their healthcare provider regarding the next steps. The patient reported that they would contact their local representative to assist them. The patient later called back and noted that they stayed in passive recharge mode until 2 a.m. Today and finally got the ins recharging (the patient turned stimulation on), but then received several "call the manufacturer" messages each time they attempted to charge their ins. A manufacturer representative advised that the patient should have the controller and lithium battery pack replaced. They had similar messages "months ago" and they reset the controller when the controller froze on the messages; the reset resolved the issue. Replacement devices were requested. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt got the new equipment and they tried going through passive recharge mode for 13 hours but that did not work. Pt met with 2 medtronic representatives who checked the ins and said there were no issues and for pt to call to get all new equipment. Pt was very riled during the call. When asked pt said they had a fall maybe two or three weeks ago and when they informed the representatives they said to still call in since they got faulty equipment. If the new equipment did not resolve the issue the representative will proceed on getting an x ray on the pt. A replacement controller and recharger (rtm) were sent out to the patient. No symptoms were reported. Additional information was received. It was reported that the pt fell and ever since they have not been able to recharge the implant. Caller stated that they met with rep and doctor who are suspecting that the issue is the implant. Caller stated doctor did not take any diagnostic images to check the system. Caller has a replacement surgery scheduled for (B)(6) 2022. Agent reviewed importance of sending back any ex-planted product for analysis.

Manufacturer narrative:
Continuation of d10: product ID 97745; serial# (B)(6); patient product ID m995402a001 lot# nlh131675n; product ID 97755; serial# (B)(6); product ID 97755-s; serial# (B)(6); product ID 97745; serial# (B)(6); medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep said the device was functioning properly; the patient had an infection and everything was removed.

Event description:
Additional information was received from rep. It was reported that the hospital kept the device and to the rep's knowledge discarded the device.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID m995402a001 lot# nlh131675n product type product ID 97755 serial# (B)(6) product type recharger product ID 97755-s serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID m995402a001 lot# nlh131675n product type product ID 97755 serial# (B)(6) product type recharger product ID 97755-s serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2022. Pt went in end of (B)(6) to have ins replaced. The wound site was fine, there was no redness, no swelling, no indication of any infection, no temperature. When they went to replace the ins, they opened their back up and pus just poured out of pt's back. They pulled ins on and pt was on antibiotics for a month. They thought that period when pt had initial trouble with healing, the pus had been growing for 5 months. What they thought happened was the pus in the back kept growing and growing until there was so much pus around ins that it could no longer communicate. They put another ins in (B)(6). It was charging quickly and had no problems. It healed well. They told pt they put ins deeper because last time it had infection.